Event description:
It was reported that when the clinician started the remote support session, there was an error during import of event data and several error logs. It appeared that the programmer was "syncing" but nothing was coming into paceart. The product remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that when the clinician started the remote support session, there was an error during import of event data and several error logs. It appeared that the programmer was "syncing" but nothing was coming into paceart. The product remains in use. No patient complications were reported as a result of this event.